Manufacturer narrative:
(B)(4). The device was returned for physical evaluation. The device history record (DHR) showed no abnormalities related to the reported failure. The evaluation showed that the unit received with the upper and lower handles were out of adjustment. Both shock cushions are worn and need to be replaced; unit received with tri-star adapter without the torque knob. The reported complaint was confirmed. The observed condition is likely caused by improperly handling of the device and the definite root cause cannot be reliably determined.

Event description:
N/a.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
An assistant nurse manager reported that the top lock handle of an a2009 ultra 360 patient positioning system was too loose and not holding. No other clinical information has been provided.